Event description:
Representative (B)(6) reported that (B)(6) had a tibial component that would not release one of the screws - it seemed stripped. It was the medial side screw. The other screw came out with no issue. Surgery time was not extended as the augment was then just cemented in place. [Customer]

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
Representative m. P. Reported that dr. (B)(6) had a tibial component that would not release one of the screws - it seemed stripped. It was the medial side screw. The other screw came out with no issue. Surgery time was not extended as the augment was then just cemented in place. [Customer].